Event description:
Report received indicated that the patient experienced a red pinpoint rash with raised bumps with a white pimple-like area in peristomal area only. The patient experienced the condition during an unk period prior to complaint receipt. It was also noted that patient washes with water and pat dries, then applies medicated protective barrier wipes prior to device application. Patient had used product for several years with no issues. Patient outcome was not noted.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA (B)(4) issued (B)(4) 2014. Devices listed in this report are used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized (B)(4) 2011. The data presented is from three different product applications. The report states that there are no significant trends.